Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the device would not close down on the tissue and fire cut in completely closed fashion. The case was completed with a like device with no patient consequence.